Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided. Bd received a total of 12 q-syte units attached to extension sets. Two of the units were received within open packages (used) and ten units within sealed packages from lot 8144840. Through the visual/microscopic examination of the used units, unit #1 had damage in the form of a tear on both the septum top and bottom slit. Unit #2 contained damage in the form of a tear on the septum bottom slit. Damage was not observed on any of the unused units. A functional test was performed with all units where no resistance was felt during the connection and no disconnection occurred. A water leak test was performed where leakage was not observed. Bd was unable to provide a root cause. The type of damage observed on the two used units can be a failure experienced by external force being applied to the product during use.

Event description:
It has been reported that the bd q-syte¿ extension set 15 cm (6 in) 0.25 ml has been found experiencing leakage during use. The following has been provided by the initial reporter: customer reported that he received two locks back from the emergency room department: lot no. 8144840. After a blood sample, the blood leaked through different parts of the q-syte lock. The locks had not yet been used for the administration of medicines. The emergency nurses prick their infusion without gloves, but I haven't received any notification of mucous membrane exposure. I have 10 locks of the same lot number ready for inspection. (And the 2 original locks). I was also told that the connection to tighten the clasp to the catheter is disconnected, which disengages the clasp when contrast on radiology is injected (with all the consequences that entails...).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd q-syte¿ extension set 15 cm (6 in) 0.25 ml has been found experiencing leakage during use. The following has been provided by the initial reporter: customer reported that he received two locks back from the e.r. Department: lot no. 8144840. After a blood sample, the blood leaked through different parts of the q-syte lock. The locks had not yet been used for the administration of medicines. The emergency nurses prick their infusion without gloves, but I haven't received any notification of mucous membrane exposure. I have 10 locks of the same lot number ready for inspection. (And the 2 original locks) I was also told that the connection to tighten the clasp to the catheter is disconnected, which disengages the clasp when contrast on radiology is injected (with all the consequences that entails).